Event description:
It was reported that the right ventricular (rv) lead exhibited a tear insulation. The rv lead was capped and replaced. During the replacement procedure, it was observed that the lead was also causing pectoral stimulation. Periods of intermittent and no capture were also noted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5524m-53, lead, 1993. (B)(4).